Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the physician who monitored the battery is no longer in practice, and the serial number was unknown. Patient reported the battery was dead and was replaced; it went dead prematurely. Patient gave conflicting information that the device remains in the patient, has been idle for the past 2 years. Patient¿s problem has cured itself, so the device is simply idle. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported by the patient they had their ¿battery¿ changed on (B)(6) 2015 because there was something wrong with the battery. There were no further complications reported.